Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an acute onset of dizziness. It was further reported that the patient thought their implantable pulse generator (ipg) was not functioning properly. The ipg remains in use. No further patient complications have been reported as a result of this event.